Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump. On (B)(6) 2020, it was reported that the patient's pump was alarming and likely empty. The patient reportedly wished to have the pump removed. No symptoms were reported. Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative (rep) on 2020-sep-08. The patient's name and pump information was provided. The name and contact information of the initial reporter healthcare provider was provided. It was confirmed that the pump was alarming because it was empty. The patient's pump was empty because the patient did not want the pump refilled and wanted it empty and turned off. The pump was turned off permanently and the issue was considered resolved. No further complications were reported.